Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3 months post placement of a 10 mm x 60 mm rx wallstent permalume stent across the ampulla for mgmt of a stricture, the pt underwent a scheduled stricture revision. During the procedure, tissue overgrowth was noted. The physician assessed the event as mild, serious, and definitely related to the device. The stent was removed with balloon dilation and a rat tooth forceps. No further intervention was performed. It was noted that the pt's condition resolved following stent removal.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.